Event description:
It was reported that the customer intentionally delivered an unneeded correction bolus due to being frustrated. The customer's blood glucose (bg) decreased to 50 mg/dl. The customer could not recall how they addressed their bg.